Manufacturer narrative:
Previously reported event date (B)(6) 2018 was incorrect, the correct event date is (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented during a routine check in the clinic, noise due to oversensing was noted on the right ventricular lead. Interrogation of the device revealed pacing inhibition due to oversensing. The patient reported to experience occasional light headedness. Isometrics revealed undersensing and pacing inhibition. Programming changes were made. The lead was explanted and replaced. The patient was stable before, during and after the procedure.